Manufacturer narrative:
During the investigation, the treating physician was contacted and post ablation hysteroscopic images were reviewed. It was determined less than adequate ablation was achieved in the cornual regions of the uterine cavity, secondary to the mismatch between the geometry of the device and the uterine cavity. The rest of the uterine cavity showed evidence of adequate ablation. No medical intervention was reported. The treating physician shared that he would discuss future treatment options with the patient. The disposable handpiece used in this case was not returned and therefore a failure analysis of the complaint device could not be performed. The lot of the disposable handpiece was not provided; therefore a device history could not be performed. The relationship between the device and the reported adverse event could not be established. Based on the information reviewed, there is no indication of a product deficiency. All handpieces meet all qa specifications prior to being released, including adequate sterilization. The minerva surgical operator's manual lists hematometra as a possible adverse event under other adverse events. It states that among other adverse events, hematometra "could occur or have been reported in association with the use of other endometrial ablation systems and may occur when the minerva system is used." Hematometra is a known potential adverse event of any endometrial ablation procedure. Arcuate uterus is typically classified as a normal variant, however often described in the context of congenital uterine anomalies. Limitation of use of minerva device in this sub-set of patient population is described in the exclusion criteria section of the operator manual.

Event description:
It was reported that approximately 11 months after an otherwise uneventful minerva endometrial ablation procedure (exact date unknown), performed in an approximately 42 years old patient suffering from aub(e) and evidence of arcuate uterine cavity, the patient came to the office complaining of cyclical lower abdominal pain. The presence of fluid in the uterine cavity was confirmed using ultrasound and was determined to be consistent with hematometra.